Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented in clinic. Upon interrogation high capture threshold was noted. Pacing lead impedance was noted to be stable. There were no r waves to measure. The patient experienced presyncope due to loss of capture. Device reprogramming was done. The old system was left intact and programmed vvi on (B)(6) 2018. The patient was in a stable condition. No further information was available.

Event description:
New information states that the device was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.